Event description:
It was reported that when the t-shock test was done at the implant procedure the device was unable to detect the vf that was occurring and the patient had to have an external shock. Therefore, the physician felt that the single coil right ventricular (rv) lead that was implant during this procedure was not going to work for this patient. The rv lead was then removed and replaced with a dual coil lead and the dft test went normal. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).